Event description:
It was reported by the edwards territory manager, during a transapical tavr, following successful bav, the sapien valve was deployed in the aortic annulus in the 60/40 position. Echo revealed trace pvl and a native flail leaflet which was suspected to be caused by the jl4 catheter and exacerbated by the extra stiff amplatz guidewire. A snare was used under echo guidance to successfully capture the flail leaflet. The thorocotomy was closed using standard surgical technique. The patient had electively been put on an iabp at the start of the procedure due to poor perfusion. This was removed at the end of the procedure and the patient left the room in stable condition.

Manufacturer narrative:
Per the device's instructions for use complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to valvular tearing. The cause of the flail aortic valve leaflet cannot be confirmed. However, it was reported that the native leaflet may have been torn by the jl4 catheter and the extra stiff amplatz guidewire used during the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.